Event description:
It was reported when using the pyxis medstation es system ohflpcupx2 drawer not opening when they tried to fix the failed hardware and it was making clicking noises. The customer stated that the reported malfunction occurred when user trying to issue medication to the patient and there was a delay in accessing medication. There were no adverse events or injuries reported based on this eve.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 clicks but would not open and isolated issues to the rails. A field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.